Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Customer drank juice to address the low bg. Reportedly, the customer entered correct bolus amount, but miscalculated the amount of insulin needed causing the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.